Event description:
It was reported that the biomed had an arctic sun device that was not cooling, needs a mixing pump. Chiller temperature (t4) was 3.4 degrees gave part number and price. Per follow up information received via task on (B)(6) 2024, spoke with biomed manager who confirmed mixing pump failure. This part was replaced inhouse and device has returned to use. No patient involved at the time of the malfunction.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Chiller temperature (t4) was 3.4 degrees gave part number and price. Per follow up information, biomed manager confirmed mixing pump failure. This part was replaced inhouse and device has returned to use. No patient involved at the time of the malfunction. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling, needs a mixing pump. Chiller temperature (t4) was 3.4 degrees gave part number and price.